Event description:
Kimberly-clark has received a complaint indicating that "dilator fell apart during the procedure." The physician reported that the pieces did not enter into the stomach and were retrieved easily. It should be noted that this is the second of two complaints reported by the end-user. There were no reports of any serious injuries. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
The production history for this product code was reviewed finding no anomalies to be documented. Without a lot number, the device history record could not be reviewed. A sample will not be provided for evaluation. A supplemental report will be sent if additional information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.